Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer also reports to have cracks on insulin pump. Customer's blood glucose was 297 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected excess no delivery alarms noted. Insulin pump passed displacement test and basic occlusion test. Unable to prime during prime/delivery test due to faulty force sensor resistor. Cracked case at lcd window corners noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.